Manufacturer narrative:
The customer returned one actual sample of product code 2b8112, with lot number ur10e07069 for evaluation. The reported condition of the middle port was missing the end cap was confirmed. Visual inspection showed an incorrect assembly. The twist off protector was assembled instead of the injection site shrink band. The root cause was determined to be manufacturing operator error. The batch review reports no manufacturing abnormalities and the lot was determined to be within manufacturing specifications. (B)(4)

Event description:
On (B)(4), 2010, a customer reported a complaint regarding one of the all in one empty container, lot # ur10e07069, product code 2b8112. The customer reported the middle port was missing the end cap. The incident occurred before use. There was no patient injury or medical intervention associated with this report. No additional information was available.